Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the customer received a (B)(4) and there was damage to the battery cap. Troubleshooting was performed and found that the customer used a belt clip or coin to open the battery cap. The insulin pump was intact. A replacement battery cap will be provided to the customer. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the device. The insulin pump will not be returned for analysis.